Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for investigation. Functional testing connecting the burr attachment to the ar-300, sn (B)(6) found no issues. Visual evaluation inside the device with a nano camera found that nothing moves inside the burr attachment when the open/close mechanism is used, which probably suggests that the locking mechanism was broken. The most likely cause(s) for the reported failure is user error per dfu-0223 at revision 0. Important safety conventions. 6. Prior to each use, fully assemble the system and press the trigger mechanism to ensure proper function. All couplings and mechanical connections need to be fully secured or locked before the actuation of the system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by a facility representative via sems-06533108 that an ar-300b burr attachment was not retaining the burr and causing a wobbling. This was discovered during the case with no patient harm.